Event description:
The patient reported experiencing elevated blood glucose of 20 mmol/l (360 mg/dl) for the past month. She stated, that her normal blood glucose range is less than 8 mmol/l (144 mg/dl). Symptoms of elevated blood glucose include headache, nausea, tired and "not feeling well." The patient stated, that she has been bolusing twice her normal amount of insulin to lower her blood glucose. She feels this is because the cannulas are bending. She stated, that she has consulted her endocrinologist and was informed that she may need to return to injection therapy. The patient was sent samples of different types of infusion sets. Product was requested to be returned for evaluation.